Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 2.25 x 38mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of mid stent damage with strut's lifted and bunched. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24-june-2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 2.25 x 38mm synergy xd drug-eluting stent was advanced, however, the device failed to cross the lesion due to resistance and calcification. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.